Event description:
A customer reported that a clear fluid was leaking out from coulter lh780 hematology analyzer. The customer stated the leak was in the diluter where the instrument connects to the slidemaker. There were no patient samples or results affected by the leak. The customer was wearing personal protective equipment at the time of the event. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The leak was contained within instrument. Blood or diluent can be present in the diluter where the instrument connects to the slidemaker. Service was cancelled by the customer. The customer indicated that the leak was corrected by the supervisor and the instrument was fully operational. The root cause for the leak is unknown. (B)(4).